Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). The hcp suspected that the device appeared to be pacing when not required. Upon review of stored atrial tachy response (atr) episode, during a mode switch, the atrial paced beats appear to create cross chamber undersensing in the ventricular channel which leads to the over pacing in the ventricular channel. Ts discussed reprogramming considerations with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.